Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. Reportedly, when the staff removed the dressing from around the needle, the cannula had broken off and remained lodged within the portal of the implanted access system. The needle was removed without surgical intervention.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.